Event description:
The customer reported the table's foot extension latch did not function. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The latch inserts were replaced. The system was then found to be operating as intended.